Manufacturer narrative:
Pr #: (B)(4). Product evaluation pending.

Event description:
The user is questioning the appearance of the shock wave and the annotation of shock arming on the EKG. Patient outcome is unknown.